Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's sensor broke off in the serter. Blood at site was also reported. Customer's blood glucose level was unknown. Troubleshooting occured. Advised sensor would be replaced.